Event description:
It was reported that the ventilator failed pre-use check cue to pressure transducer differance >5 cmh2o. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that pre-use check failed due to pressure transducer difference >5 cmh2o (internal leakage test). Identification of issue has been done by analyzing problem description and service report. The pressure transducer circuit board has been pointed out as faulty and needs to be replaced. Defective pressure transducer printed circuit board may lead to high pressure. The defective part has not been returned. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. The pressure transducer printed circuit board (pcb) has been checked and replaced to resolved the issue. Defective pressure transducer pcb may lead to high pressure. The defective part was returned for the further analysis, however no abnormality was found and the reported issue could not be reproduced. Therefore, no root cause can be established.